Event description:
The central line snapped while the baby was being taken out of the swing to be put back into bed. Additional info was received on 12/30/2008: it was indicated the line snapped, not at the hub. The physician repaired the line with a follow-up x-ray. X-ray confirmation was difficult, pt was taken for fluoroscopic view to make sure everything was operating as they should. Pt condition is okay.

Manufacturer narrative:
No product was returned for investigation; therefore, we are not able to determine the root cause of this event at this time. Our quality control dept verifies that the surface of the catheter is free of damage and any surface imperfections 100% prior to further processing. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar reports.